Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they pushed the green safety button and then as soon as they squeezed the handle during first firing intra-operatively, the I-beam got stuck and stopped moving with the reload. They noted that they could not squeeze the handle anymore. They also had a problem loading the manual stapler. They used a new manual stapler and reload to resolve the issue.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.